Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor collected 194 atrial tachycardia (at) episodes, which were displayed on a remote transmission, but the health care professional did not see true arrhythmia. At collection was discussed and it was recommended to program atrial fibrillation (af) detection only for patient optimization. The device remains in use. No patient complications have been reported as a result of this event.